Event description:
On two occasions during cardiac code response, the cart securing device (paddle latch) could not readily be retracted to allow access to the contents of the cart.

Manufacturer narrative:
Product has not yet been returned for eval of components. Anticipated arrival of product is within 10 working days of this report; eval of the cart and its components will begin upon receipt.